Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument was found to have a broken grip tip. A part of the upper jaw appeared to be broken. No missing material was observed. The jaw cover and heat stake flash were still intact on the distal wrist. This failure is typically associated with mishandling/misuse. The broken grip tip segment completely broke off during in-house inspection. All 9 jaw ceramic dots were present at the tips and the instrument passed electrical continuity. A review of msc logs showed no failures. Additional observations not reported by site: the instrument was found to have a torn jaw cover. The tear, measuring approximately 0.010" x 0.012" was found on the distal jaw cover. There was no missing material. This failure is typically associated with mishandling/misuse. The instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The instrument was tested for electrical continuity and passed.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the cauterization protective sleeve on the synchroseal came off after its third use. The reporter noted triggering was not possible and there was no improper handling of the instrument. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the reporter corrected and clarified that the failure was identified after the target tissue was already severed for the third time. The component on the synchroseal that is damaged is the sheathing of the jaw. There were no errors displayed at the time of the event. After the issue was identified, the synchroseal was immediately removed, the operating room team examined the instrument for completeness, and then replaced the instrument. The reporter indicated the instrument was inoperable. No further information was provided.